Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had the stopper fall into the tube after collection. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 . D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) university school of medicine. Investigation summary: bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for stopper defective was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode stopper defective. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.